Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to confirm the reported issue of no ac power and no dc power with the customer's battery. Stryker observed the device was unable to operate in ac mode, but was able to operate in dc mode with a known good battery. The eos and power pcba were replaced to resolve the issue with ac power. A resistor was shorted on the eos causing the ac power failure and an inability to recharge the battery. There was no issue found with the power pcba and dc operation. The cause of the dc power issue could not be determined. The customer's battery was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.